Event description:
It was reported that there was rust in the water chamber. Customer was concerned there was possibly rust on the inside of the device too. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information is provided in h.2., and h.6. No product was returned for evaluation. The investigation determined the most probable cause to be due to the use of a non-approved additive in the water resulting in corrosion in the water path and staining the tank, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.